Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-44-209-44u) with final assembly lot# 2506050513, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. There were no nonconformances or reworks in relation to this device. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was not returned for investigation. Without the return of the delivery system, it is not possible to determine the root cause of the reported device malfunction. CAPA 1275 (CAPA-2025-0027) was opened to address potential root causes of the difficulty releasing the proximal stent due to prior complaints. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. Without the return of the delivery system, the root cause of the reported failure of difficult to release proximal stent could not be determined.

Event description:
"Proximal clasp mechanism on relaypro nbs would not release. "Position 3" black, would not retract into gray. In order to resolve this we moved the deployment handle to "position 4", and pinned the black of "position 3" and advanced forward the gray of "position 3", thereby pinning the proximal clasp, and advancing the device tip into the proximal descending thoracic aorta. No complications or extra interventions were necessary and system released after this mechanism with no further reason for concern." Patient outcome: "no complications or extra interventions were necessary and system released after this mechanism with no further reason for concern."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.